Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-05187 and 2015691-2021-05188. Investigation is ongoing.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned with a loader cap over the flex shaft. The delivery system was locked with no fine adjust or flex in use. A kink was found in the balloon shaft likely due to the returned packaging condition. During visual inspection, the crimp balloon was torn proximal to the I/c bond. Valve crimped on the inflation balloon and remained stuck inside the sheath housing. Torn crimp balloon was outside of sheath housing. The proximal balloon wingers were visible protruding out of the proximal sheath housing. Minor bunching on the balloon pumpkin indicating valve bunching on the inflation balloon while getting caught in the sheath hub, during delivery system retrieval attempt through the sheath. Due to the nature of the complaint, no functional testing was able to be performed. The complaint is confirmed through visual inspection. Double wall thickness of the crimp balloon was taken. An out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. As the lot number of the device was not provided a DHR review and lot history review were unable to be conducted. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. During thv retrieval back into the sheath, thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU/training manuals, no deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The torn balloon was confirmed. DHR and lot history reviews were unable to be performed as the device lot number was not provided. A review of IFU/training materials revealed no deficiencies. The device in this complaint was returned under an incorrect complaint number. There was no identifiable customer experience report (cer) found associated with this complaint. Therefore, the complaint was opened to capture and document the observations of the returned devices. During visual inspection of the returned device, the valve appeared to be stuck inside the sheath housing, the inflation balloon remained inside the sheath housing and the crimp balloon was torn proximal to the I/c bond. In addition, product evaluation revealed that the sheath was unexpanded at the distal end which indicated the delivery system and valve had not been able to advance through and exit the sheath tip. It is likely that difficulties were encountered during device insertion/advancement which therefore required device retrieval. Per the training manual, 'if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace'. It is possible that the device was excessively manipulated upon retrieval of the delivery system/crimped valve inside the sheath housing. Attempts to retrieve the delivery system with crimped valve through the sheath can cause the valve to get caught on the sheath housing seals. In such condition, continue pulling the delivery system can cause the balloon to tear. A definite root cause was unable to be determined at this time. However, available information (returned condition of the devices) suggests that procedural factors (improper device removal technique/excessive manipulation) contributed to the reported event.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, a 14fr e-sheath, a 26 mm commander ds and a 26mm sapien 3 ultra valve were returned for evaluation; however, the devices returned didn't match any cases reported by the hospital. As no other complaint was claimed from this hospital, new complaints were opened to capture the observations during evaluation. The edwards commander delivery system was received with the loader cap assembly, 14f sheath and valve inserted. The balloon ic bond was torn and the wings were visible. Minor bunching on the balloon pumpkin was noted. The sheath was partially expanded. The not expanded liner measured approximately 120 mm from the soft tip. Two kinks in the hdpe at 20 cm and 70 cm from the strain relief were present. There were two tears in the liner next to the strain relief. The tears measured approximately 32 mm and 11mm in length. The tip was not opened. Soft tip damage was present. There was a tear in the soft tip and hdpe, the tear measured approximately 5 mm in length. Scratches were present along the hdpe. The valve was stuck in the sheath's hub. Sheath housing disassembled to remove valve by engineers. During disassembling the cross-slit valve was broken. The valve was received crimped in the balloon. One bent strut pointed outward approximately 40 degrees at the inflow aspect.